Manufacturer narrative:
This lead was expected to be returned. Should the lead be returned analysis will be performed and this investigation will be updated.

Event description:
It was reported that during the implant it was difficult to implant this lead in the right ventricular apical area. The lead was fixed once but the parameters were not satisfactory thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that during the implant it was difficult to implant this lead in the right ventricular apical area. The lead was fixed once but the parameters were not satisfactory thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Event description:
It was reported that during the implant it was difficult to implant this lead in the right ventricular apical area. The lead was fixed once but the parameters were not satisfactory thus a new lead was used. This lead was expected to be returned. No adverse patient effects were reported.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection showed numerous bends in the lead body. Laboratory analysis confirmed the reported observation due to numerous bends in the lead body which may have been the cause of the placement difficulty at implant.

Event description:
It was reported that during the implant it was difficult to implant this lead in the right ventricular apical area. The lead was fixed once but the parameters were not satisfactory thus a new lead was used. This lead was returned. No adverse patient effects were reported.